Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 26566 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillations or overshoots. However, during inflation, it was observed that the guidewire lumen was bent inside the balloon segment. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.5 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the reported issue (kink) was confirmed through testing. The balloon catheter failed return inspection due to a kink on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sheath 12fcc20 flexcath contour 12f and the catheter afapro28 afa pro 28, a steering defect was observed with the sheath, and steering issues as well as balloon kinks were noted with the catheter. The sheath and balloon catheter were replaced to resolve the issue. The case was completed. No patient complications have been reported as a result of this event.